Manufacturer narrative:
Additional information: b2, g3, h1, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the needle was returned loaded in a suturing device and could not be removed from the instrument for inspection. The needle was bent and loaded improperly. The suture was observed to be attached and intact microscopic inspection of the needle noted loading blade damage to the back of the needle opposite to the loading slot. It was reported that the device was difficult to load and the suturing device does not close. The reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if either the endo stitch dlu has incorrect orientation or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In some instances, the needle becomes lodged in between the jaw and the slot of the blade making it impossible to unload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user and/or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument, (lot#:j4f3749ey), vloca208l, vloca208l v-loc, 180 2-0 abs reload20cm (lot#:n4h2055y), 173016, 173016 endo stitch instrument (lot#:j4f3749ey), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy (tlh), the device was difficult to load at the same time it was reported that the suturing device does not close. A second set of the device was used to close the incision however the needle broke and fell into the patient's cavity. An x-ray was performed to locate the needle and it was retrieved using a surgical scissors. The surgeon concluded the procedure by performing vaginal suture.